Event description:
It was reported that the norian injectable product did not mix properly during an open reduction and internal fixation (orif) of a proximal tibia procedure. Two failed attempts were made using the mixer, then a third attempt failed when trying to manually mix the product. Finally, norian putty was used, which was mixed manually and without complication. There was a five minute surgical delay due to the reported issues with the norian injectable product. The procedure was successfully completed without further incident. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the solution syringe was not attached to the rotary pouch via the luer lock. The 5cc syringe was empty, and the connection point showed no indication of damage or breakage. The empty solution syringe was not connected to the rotary pouch upon return. The absence of norian material within the attached and sealed delivery syringe indicate that the user did not attempt to roll material into the syringe, as was reported. The device and luer lock connection for the solution syringe was free of any visible damage. No conclusions can be made about how much solution, if any, was successfully transferred to the rotary pouch or if there was incomplete connection to the pouch during solution injection. The presence of some homogeneously mixed ceramic material within the rotary pouch indicates that some solution was injected. It cannot be determined if or for how long mixing was attempted. As the rotary mixer was not returned, it cannot be determined if it was functioning properly. Review of all manufacturing and inspection records for the affected lot indicates no process or inspection deviations related to the failure mode. No conclusive root cause can be assigned for the incomplete mixing of norian material. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.